Event description:
It was reported that during a posterior segmental resection (partial resection of the posterior region of the lateral liver region) procedure, the first thunderbeat device was used and generated an error u508 after 5-6 outputs. A second device was used and from the same lot, and u508 error occurred after three seconds or more of output. The generator was replaced, and then new transducer was opened and tried but the error still occurred. As such, the procedure was extended by about an hour from the scheduled time due to the staff needing to go to the facility after the error occurred. The procedure was continued while making sure there was no output for more than three seconds while the second device was malfunctioning. No additional anesthesia or treatment was required. The procedure was completed using the second device of the same model. No health consequences were reported. This complaint is relevant to the second device used to complete the procedure that reportedly malfunctioned.

Manufacturer narrative:
E1: complete name (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to the following linked patient identifier: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's (lm) investigation. The device was evaluated by olympus, and the following was observed: there was a contact mark on the probe which indicates that the probe was contacting the non-insulated area. There was a contact mark on the non-insulated area which indicates that the non-insulated area was contacting the probe. Also, there was a contact mark on the non-insulated of the grasping section indicating that the non-insulated area was in contact with the probe. When the output was activated in seal mode by closing the grasping section, a short circuit error was detected. Moreover, the tissue pad will wear out when the device is activated in seal & cut mode. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the reported event was likely caused by the following: 1. The grasping section was closed without grasping anything while the output activation in seal & cut mode was activated, (including after tissue resection) causing the tissue pad to wear out and peel off partially. 2. Due to the wear of the tissue pad, the non-insulated area of the grasping section came into contact with the probe. 3. The output was activated while the non-insulated area of the grasping section was contacting the probe, causing a seal & cut short circuit error. As a result, a contact mark developed. Furthermore, it was determined that prolonged procedure was caused by the (non-reportable) seal & cut short circuit error. However, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which states: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ this supplemental report includes an update to h3 from the initial medwatch. Olympus will continue to monitor field performance for this device.